Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no sample was received. No photo was provided. Investigation conclusion: this is the 2nd complaint for lot # 8299934 for this type of defect or symptom. DHR review completed and there was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that prior to use it was discovered label was missing with a bd syringe 3ml saline fill. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the patient was admitted to hospital due to severe burns, and the medical staff gave intravenous fluid infusion for anti-infection and other treatment. When the flush was given to seal the tube, it was found that the flush had no label and could not be used, and the new product was replaced immediately to complete the operation.